Event description:
Jump in defib, svc, and ttc lead impedances. Rv lead is programmed to bipolar pis. Short v-v count since (B)(6) 2022 is 0. Discussed that evidence is suggestive of rv coil fracture due to large increase in impedances. There was also atrial oversensing noted on stored egms. Allial sensitivity is already set to .6mv. Clinician will speak with the ep re: the status of the leads. Biotronik leads from 2009. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).